Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the ceramic insulation at the distal tip of the sheath was broken off. The repair history for the device shows no repair records in the last year. A review of the device history records, and no non-conformities or deviations were observed regarding the described issues. The legal manufacturer¿s (oste) investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor complaints related to the device and reported phenomenon. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. To mitigate the risk of injury to the patient and device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.

Event description:
The olympus (osh) field service engineer was informed that during reprocessing, the ceramic insulation at the resection sheath¿s distal tip ¿went missing¿. It was reported that the ceramic insulation did not fall into the patient¿s body. No death or injury and no impact to person or other was reported to olympus.